Event description:
Customer reportedly obtained results of 218 mg/dl, 417 mg/dl, and 170 mg/dl on the advantage system within 10 minutes. An additional comparison was reportedly performed with results of 144 mg/dl and 329 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.